Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided. It was reported that the premiere50 electrode would not read on the vapr unit. No patient was involved at the time of the failure. The complaint device was received and evaluated. Visual inspections revealed no anomalies on the tip and presented signs of activation. The electrode was connected and recognized for the vapr vue generator and all correct default settings were made available. The generator was set to maximum power and presented failure in ablation and coagulation modes. The electrode was tested several times to ensure the improper function. The device will be return to gyrus for further analysis supplier evaluation result for vapr premiere50 electrode: device was not returned in the original packaging. The active tip of the electrode does not show any signs of activation, and appears to be in an out of box condition. There appears to be minor evidence of dried saline/liquid within the suction tube of the device. The electrode shaft, handle, cable and plug does not show any signs of damage. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active-return), as a result active continuity test fail, the remaining test passed. Additional continuity tests: before the activation test was performed further continuity tests were carried out to locate the break in active continuity: plug to proximal side of crimp = 0.42o - pass, distal tip to distal side of crimp = 0.25o - pass, across the crimp = 81.5ko - fail. The device was functional testing included different values as a setting and the activation in ablate and coagulation failed. Further investigation: to assess if the device operation would start again the ablate pedal was continually pressed for 3 minutes. After this extended period of time the device remained non-functioning. Supplier summary: the device as presented showed no active continuity. The break in continuity was located across the electrical crimp. The device did not activate on cut or coag modes, confirming the initial customer complaint. Further attempts to activate the device by pressing the ablate foot pedal for an extended period of 3 minutes still resulted in the device remaining non-functioning. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document, 892007 which has recorded in line 138.7 a ¿hardware circuit failure¿, caused by an ¿incorrect assembly¿, causing a ¿delay or possible cancellation to a procedure¿ the current risk severity category is classed as alra with an anticipated frequency of ¿probable¿ (<10¯3 and =10¯4) and a failure severity of minor (results in temporary injury or impairment not requiring professional medical attention). A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is not as is anticipated in the risk analysis. A CAPA investigation cap-101378 was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. In addition to the design change being rolled out, an interim action was also implemented as detailed below to help reduce recurrence. Crimp wire jig gml5426 was introduced for this device via co-326112 on 25 oct 2019. The complaint device was manufactured prior to this change. DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that the premiere50 electrode would not read on the vapr unit. No patient was involved at the time of the failure.